Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 21.4 mmol/l (385.2 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. It was noted that the adhesive was lifting at the insertion site causing the cannula to dislodged and bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported failure to adhere could not be determined.